Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the introducer needle goes into the artery and then they put the guidewire through the needle. When she goes to pull the wire out, the tip got stuck on the needle. The wire was able to be removed in full from the patient. It was unraveled." The patient is reported as fine. Associated complaint (B)(4).

Event description:
It was reported that: "the introducer needle goes into the artery and then they put the guidewire through the needle. When she goes to pull the wire out, the tip got stuck on the needle. The wire was able to be removed in full from the patient. It was unraveled." The patient is reported as fine. Associated complaint (B)(4).

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The actual device was not returned; however, the customer provided a photo for evaluation. The complaint of an unraveled guide wire was confirmed by the photo. The photo shows an unraveled guide wire caught inside an introducer needle. The guidewire appears to be kinked on the needle bevel. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel." The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. The image shows an unraveled guidewire partially advanced through a needle, however, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.